Manufacturer narrative:
(B)(4). Concomitant medical products: item: 00-0903-2648, 3.5mm locking cortical screw, t15 hex, 48mm, lot: 160996-j; item: 00-0903-2650, 3.5mm locking cortical screw, t15 hex, 50mm, lot: 162818-j - quantity: 2; item: 00-0903-2530, 3.5mm self tapping cortical screw, t15 hex, size 30mm, lot: 163725-j; item: 00-0903-2534, 3.5mm self tapping cortical screw, t15 hex, size 34mm, lot: 164341-j; item: 00-0903-2532, 3.5mm self tapping cortical screw, t15 hex, size 32mm, lot: 152163-j. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2018-00044, 3006460162-2018-00045, and 3006460162-2018-00046.

Event description:
It has been reported that following a surgical procedure to correct a valgus deformity of the distal femur, the implanted plate was found to have subsided into flexion. The patient underwent a revision procedure where it was discovered that three distal locking screws had bent. No additional patient consequences were reported.